Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the right atrial (ra) lead and right ventricular (rv) lead dislodged ten days post implant procedure. The leads were removed and replaced. No patient complications have been reported as a result of this event.